Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the stylet was failing to advance into the right ventricle (rv) lead. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported event of the stylet could not insert was confirmed. A complete lead was returned in one piece with the helix extended and clogged blood/tissue. X-ray examination of the lead found the inner coil was over-torqued in the connector region consistent with the procedure damage. The cause of the reported event was due to the inner coil over-torqued in the connector region consistent with procedure damage